Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a small pericardial effusion with pericarditis and chest pain. Several days after a pulse field ablation (pfa) procedure the patient complained of chest pain. It was found that the patient had a small pericardial effusion and pericarditis. A transesophageal echocardiogram (tee) was performed to try and locate a perforation, but one was not located. No medical intervention was required for the pericardial effusion. The patient was administered colchicine to treat the pericarditis symptoms. The patient fully recovered. The device is not expected to be returned for analysis due to disposal.